Manufacturer narrative:
An olympus team visited the site to observe the customer's process for using the devices. During the observed procedure, two scopes were being used. Once the first scope was finished, the doctor suctioned water for a few seconds then unplugged the scope from the tower and transported the scope to the reprocessing area. Then the staff only wiped down the other scope and suctioned the detergent. In this case, they did not perform any of the other steps. The customer was informed of the correct way to pre-clean the scope according to the IFU (instructions for use). A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although an olympus representatives confirmed a reprocessing deviation from the IFU and provided training on the proper way to pre-clean the scope, definitive root cause of the reprocessing deviation could not be identified. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the following IFU : the preventive measures are included in gif/cf/pcf-190 series reprocessing manual - chapter 5 reprocessing the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The company representative reported to olympus that the evis exera iii colonovideoscope was reprocessed by the customer using a different reprocessing procedure from the instruction manual. There were no reports of patient or user harm associated with this event. This report is linked to the following patient identifier: (B)(6).